Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was experiencing a power issue and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/30/2014 with the following findings: a review of the black box indicated reboots had occurred. Visual inspection revealed that the battery compartment was cracked and there was moisture inside the display screen and in the battery compartment. The returned battery cap was able to secure to the pump. The pump successfully performed a rewind, load, and prime sequence and a 24 hour exercise test with no power issues occurring. The pump failed leak testing due to the cracked battery compartment. The pump¿s cover was removed and moisture corrosion was observed inside the display screen and on the cgm module.